Manufacturer narrative:
Healthcare professional reported that there is no complaint against the left side device. Hence unreporting rupture for the left side device.

Event description:
Healthcare professional reported that there is no complaint against the left side device. Hence unreporting rupture for the left side device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported, unknown side device rupture. Diagnosed via MRI. Device has been explanted.

Event description:
Healthcare professional reported, unknown side device rupture. Diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.